Manufacturer narrative:
The device was evaluated by a zoll approved service provider. During the investigation it was noted that the evaluation confirmed that the unit did not display an ECG signal when tested with the returned CPR adaptor. Further investigation verified the CPR adaptor as the source of the issue. To resolve the problem, the CPR adaptor was replaced. No trend identified based on similar reports.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged while defibrillating a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.